Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: catalog#: 51-105130 tprlc xr t1 pps 13x146mm mm t1 lot#: 6258103. Catalog#: 010000747 g7 neutral arcomxl lnr 40mm f lot#: 6687449. Catalog#: 650-1058 cer bioloxd option hd 40mm lot#: 3039705. Catalog#: 650-1066 cer opt type 1 tpr sleve 0mm lot#: 3048738.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Explant date: (B)(6) 2021 or (B)(6) 2021. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02652, 0001825034-2021-02655, 0001825034-2021-02662.

Event description:
It was reported the patient underwent a left hip procedure. Subsequently, the patient states he is having severe pain, unable to walk and has issues with the hip collapsing, and has fallen several times. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h2, h3, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. It was identified the hip was collapsing and fallen several times. However, without additional information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.